Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the reported blurry image issue could not be reproduced during the device evaluation, however, a leak was observed in the air/water channel, which likely allowed moisture into the objective lens, clouding the image and making it impossible for the device to accurately recognize the subject image. Additionally, foreign material was observed in the air/water channel. The foreign material could not be identified and a definitive root cause could not be determined, however, due to the observed leak, proper reprocessing may not have been possible and the foreign matter may not have been removed. The blurry image event may be detected by following the instructions for use (IFU) which states: chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." The foreign material event can be prevented by following the instructions for use (IFU) section below: olympus gif-h185 olympus cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported the gastrointestinal videoscope had a highly distorted image and does not allow focusing when it was connected the device to the column. There were no reports of patient harm.